Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( adjust belt or check belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt had multiple wires cut and broken in the trunk cable. The root cause for cut and broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.